Manufacturer narrative:
Report source: (B)(6). Additional contact information: (B)(6).

Event description:
Information was received indicating that the tubing on the pressure plate of the cadd medication cassette was excessively curved and the customer was not able to attach the cassette to a pump. No adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached results: picture one shows a cassette product from part number 21-7302-24 and lot number 4163622. Picture two show the front view of a cassette product. Pictures three and four show an ay bag neck of the cassette product. Samples received: sample received consist in one (1) cassette product from part number 21-7302-24. Sample was received before used, decontaminated and inside in a plastic bag. Visual inspection results: sample received don?t present any damaged, kink, cut. Sample was received without blue clip and without cap assembled. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. There were no relevant findings detected in the DHR.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05880. The report was submitted in error.